Event description:
Information was received from a patient's family member (con) via health care provider (hcp) and a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen at 2000 mcg/ml via an implantable pump. It was reported that the patient was non-verbal. The patient's mother reported that the patient was scheduled to have her pump refilled earlier this year and there was an issue getting the medication from the home infusion service. Subsequently, the patient's pump was not filled and the mother reported that the patient went into withdrawal. The patient was then later seen by the doctor, who advised the mother that the patient was going to need to be scheduled for a pump and catheter replacement because it had "been dry for too long and might have rust in it". The mother further reported that the pump was alarming at the time of their clinic visit so it was permanently shut down by the provider. When asked if any environmental/external/patient factors may have led or contributed to the issue, it was reported the patient had an empty reservoir since (B)(6) 2025. Per registration, it appeared as though the patient may have had a previous catheter revision at the time of their pump replacement in (B)(6) 2020. The rep did not have any information regarding any previous revisions. It was unknown if there were any diagnostics/troubleshooting performed. Actions/interventions taken included the patient was taken to the operating room (or) today ((B)(6) 2025) for a planned catheter revision with pump replacement. The procedure first started by performing a catheter access study under fluoroscopy while in the operating room, but he was unable to aspirate any cerebrospinal fluid (csf). The patient was then placed in a lateral position and the physician first began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment of the pump. The pump was then removed from the pocket and disconnected from the proximal segment. There was no csf fluid seen dripping from the catheter. The physician then cut approximately 6 cm of the dissected proximal catheter and attempted to aspirate directly from the catheter, but it was again negative for any return. The physician then proceeded to open up the midline, lumbar incision and dissected down to the existing anchor and spinal segment. Once he located the anchor, he dissected out several inches of the catheter and then cut itbelow the anchor. There again was no csf seen dripping freely from the spinal segment. He then proceeded to attempt to aspirate directly from the spinal segment, but still had no return. At this time, the physician opted to tie off the existing spinal segment and abandonment. He used 2¿0, perma silk hand ties to tie off the abandoned catheter at multiple locations. The proximal segment of thecatheter retracted back into the tissue and was unable to be completely explanted. The physician was then given a new 8780 catheter, but after multiple attempts, he was unable to access the intrathecal space. The case was subsequently aborted, incisions were irrigated and closed. The issue was resolved at the time of the report. The pump was also explanted today and discarded by the customer as it had previously been shut down by another provider. According to the attachments provided, the pump had a permanent stop of the therapy altogether or permanent shutdown. According to the log system events, the following was observed: on (B)(6) 2025 at 11:22 am, there was a non-critical alarm indicating a low reservoir alarm. On (B)(6) 2025 at 2:11 pm, a critical alarm was seen indicatingan empty reservoir alarm. On (B)(6) 2025 at 9:24 am, the pump was permanently shut down. On (B)(6) 2025 at 9:24 am, a critical alarm was seen indicating the stopped duration exceeded 48 hours.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 15-aug-2022, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 16-apr-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.